Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No facility number has been assigned to this report. The non implanted portion of graft was sent to an outside laboratory for microscopic examination. A review of the device history records indicated that the graft was processed and inspected according to procedures, and no anomaly was found. Specifically, no anomaly was found in the collagen coating records or in the sewing records. Four products coated on the same day than the complaint device underwent water permeability testing. Tests results indicated values well within product specifications. No conclusions can be drawn until the microscopic examination is completed. A follow-up report will be submitted within 30 days upon receipt of additional information.

Event description:
Patient underwent an ascending aorta replacement procedure in 2008. During surgery, blood seepage was evidenced from the body of the graft. Graft remained, however, implanted. It was also reported that patient is doing well.